Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient's finger became infected after being cut by an align product.

Event description:
The patient reported symptoms of cuts in the oral cavity (cheeks and gums) and a cut on the finger while removing the aligners that became infected and discolored (green, yellow, and red). The patient reported having visited urgent care and being seen by a physician due to the reported symptoms. The patient indicated being prescribed clindamycin (antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019.